Manufacturer narrative:
A full functional test and evaluation was conducted. The evaluation of the output waveforms was conducted using an oscilloscope. All patient output waveforms met required specification. No malfunction found. Complainant could not provide electrode pads used on the patient at the time of the event.

Event description:
The clinician reported that the patient received minor burns in the area of the electrodes post treatment of an 4 pole ifc treatment, in the knee area, at very low settings.